Manufacturer narrative:
Follow-up #1: date of submission 10/14/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/02/2015 with the following findings: there were multiple pump reboot events observed in the black box on 08/11/2015. The battery cap was unable to fully tighten to the pump. There was a battery compartment crack observed from the thread area to the case seal. There was evidence of moisture contamination inside battery compartment. The pump was exercised for 24 hours with no alamrs or warnings duplicated.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.